Event description:
It was reported that "while in used for the shallow area of the lung lobe when it was pulled out after blushing, breakage occurred at the clamping portion at the center. There was no pt injury reported. Brush was retrieved.

Manufacturer narrative:
The actual device was returned and is being evaluated by the quality engineer. When the eval summary is rec'd a supplemental report will be filed.